Event description:
The customer reported that while the unit was in use on a pt, the unit's screen went blank, the keyboard locked up, and then the unit displayed an "electrical test failure #120" message. The pt was switched to another unit and therapy was continued. No pt injury was reported.